Event description:
A malfunction alarm was reported, displaying malfunction code malf 0. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and assisted the customer with the reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.